Event description:
The customer reported that the device was presenting sealing failures. It is not currently known if regrasp alarms or endtones (indicating completed seal cycles) were heard. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.